Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction caused by software. A technical service engineer updated the changes, executed the query, updated the database and ran the query. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis ciisafe had a bio ID failure. The users were able to remove the medication, and there was a delay to the patient's workflow, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.